Event description:
Patient presented to the physician with pain at the ribs near the incision where the sense lead was placed. Physician brought the patient into the or, and upon entering the intercostal space, it was observed that the distal sensor tip had separated from the lead body. Due to the risk from possible sense lead migration, the physician retrieved and removed the entire sensing lead and implanted a newer ipg model, which does not require a sensing lead, re-sutured, and closed.